Event description:
Complaint alleged that while attempting to monitor a 43 yr old female pt, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.